Manufacturer narrative:
A5 and a6 are unknown. The impella passed all post sterile inspection checks. Product was not returned for review. The cause of the hemolysis was most likely due to pump was in improper position with the confirmation from clinical team, echo and data logs. The cause of positioning issue was use related which occurred after transfer.

Event description:
It was reported that a patient implanted with an impella cp experienced poor pump placement. The pump was repositioned which caused hemolysis. The pump was then explanted and replaced.